Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this newly-implanted device and right ventricular (rv) lead were associated with a high out-of-range shock impedance measurement during the next-day device check. Post-implant impedance measurements were normal, and defibrillation threshold testing (dft) was successful and had produced a normal shock impedance measurement. Vector testing isolated the issue to the lead's distal coil. The device pocket was reopened, and the lead's distal pin pulled free when tugged; visual examination confirmed the device setscrews were extended. The setscrews were retracted and the lead re-inserted and successfully connected. No adverse patient effects were reported.